Manufacturer narrative:
The MFR's service rep performed an onsite investigation. The x-ray tube was removed and replaced, then a filament calibration was performed. The system was tested and operated as intended.

Event description:
The customer reported the 9900 system had a filament regulator failure message. No pt injury was reported.